Event description:
The secondary case for this patient was completed on revised date (B)(6) 2017 and the patient was implanted with an ovation extender.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported events: endoleak 1a, secondary endovascular intervention, sac growth, patient reported asymptomatic, and in stable condition. Additional findings included: intra-operative endoleak 1a resolved at initial implant (B)(6) 2014. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was unable to be determined due a lack of medical and imaging records. However, the infra-renal neck angulation and the low proximal extension position likely contributed to this event. Notably, there was an intra-operative endoleak 1a at implant. Unable to determine procedure-related and user-related issues, off-label, or cautionary product use conditions. Associated clinical harms for this event included: type 1a endoleak, sac growth and secondary endovascular procedure. The final patient disposition after the secondary intervention is unknown. The review of manufacturing lot confirmed all devices met specifications prior to release.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had a type 1a endoleak and aneurysm sac growth. The patient has been scheduled for a secondary intervention. A completed secondary intervention has not been reported to us. The patient was reported to be asymptomatic and in stable condition. There have been no additional adverse events reported for this patient.